Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible high threshold on the left ventricular (lv) lead. At a later date, it was noted the lv threshold was high. The lead remains in use. No patient complications have been reported as a result of this event.